Event description:
It was reported that they are returning their unit for service. Description of failure is green connection plug defective. Blue connection plug defective. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green/blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.